Event description:
Suture pullout. In 2001, a pt underwent an incisional umbilical hernia repair to correct a large defect. A single 8x12 sheet of sepramesh was trimmed, hydrated and placed in the abdomen using a mattress type suturing technique with 3-0 prolene sutures. No suture tension was noted once it was secured. The patient went on ventilator therapy and did experience some coughing. About one week post operatively, dehiscence was noted and verified through a scan. The pt was returned to the operating room where it was noted that on one side of the mesh, 4-5 sutures had pulled through the mesh while the opposing suture line region was intact. The surgeon reported the event as suture pullout. The sepremesh was removed and replaced with a polypropylene mesh. The pt was taken to ICU and recovered. The pt was last seen in aug 2001 and was reported to be doing fine.